Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump had been exposed to water. Subsequently, the pump was beeping and vibrating but was noted to otherwise be unresponsive and stopped all insulin delivery. The customer's blood glucose level ranged from 200 to 300's mg/dl. The customer delivered manual injections. Reportedly, the customer has manual injections available as alternate insulin therapy.